Event description:
It was reported that the lead impedance and capture thresholds had increased. During a revision procedure it was noted that the lead was pinched at the clavicle. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.